Event description:
Guidant received info that this implanable cardioverter defibrillator (ICD) was explanted after 43 months for elective replacement indicator (eri). The physician expressed dissatisfaction with device longevity. Another guidant implantable cardioverter defibrillator (ICD) with atrial tachy therapies was subsequently implanted. The device was returned to guidant for analysis.

Event description:
Event description guidant received info that this implantable cardioverter defibrillator (lcd) was explanted after 43 months for elective replacement indicator (eri). The physician expressed dissatisfaction with device longevity. Another guidant implantable cardioverter defibrillator (ICD) with atrial tachy therapies was subsequently implanted. The device was returned to guidant for analysis.